Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d9, h3 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited two residue spots on the interior wall of the insertion tube. It is unknown when the issue was found. There was no reported patient harm.